Event description:
It was reported that during a hepatic resection procedure, the device misfired. No additional information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and obtained: is there anyone at the account that can provide additional details about the misfire? Did the device deliver any staples? Unknown if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? Unknown. During which stroke did the event occur? Unknown. What color cartridge was being used? Unknown. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. The analysis results found that one ec60a device was returned with the anvil bent upwards and with a gst60w cartridge loaded on the device fully fired. Furthermore the firing mechanism was non-functional. The returned device was disassembled in order to verify the condition of internal components and the knife was noted to be out of its intended channel knife slot, preventing the knife to return to its home position. The returned reload was noted to have deck, body and some drivers damaged. The damage to the cartridge and knife are consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete.